Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer placed the pump on some rocks and the touch screen became shattered. Customer is unable to see anything on the pump touch screen due to the damage. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.